Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 2.9 mmol/l (mobile system 1 with strip lot 278232) and 6.4 mmol/l (mobile system 2 with strip lot 278222) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in it was unknown if the initial reporter sent report to the FDA. . While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for the mobile system 2.